Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: flow sensor failure. Correction: calibration of the flow sensor. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: flow sensor failure. Correction: calibration of the flow sensor.

Event description:
The following was reported to hamilton medical ag: summary: check flow sensor tubing leading to sensor failure mode ventilation initiated.